Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: black fm was found in the product. The customer used 3 bd syringes and after opened packages they put the syringes to their package. The customer then conducted an analysis using infrared spectroscopy, which showed that the fm was a material similar to "vegetable oils or fats (triglyceride).